Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the instrument was returned with a large section of the ceramic sleeve broken off. The entire distal end of the sleeve is broken off and missing. The section of sleeve that is intact was cracked. Additional observation not reported by the site is a bent hook. The hook is bent near to where it comes out of the yaw pulley. The direction of applied load is perpendicular to side of the hook. Evidence was not conclusive, but damage to the sleeve and hook is likely due to mishandling/misuse. There were 7 uses left. No other damage was found. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the tip of the permanent cautery hook instrument was cracked. No patient harm, adverse outcome or injury was reported.